Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve (19238809) was chosen for a transcatheter aortic valve implantation using a small flexnav delivery system (8421857). The patient had a previously implanted unknown size non-abbott valve in place, and the patient required a valve-in-valve procedure due to pure aortic regurgitation (ar). There was no observed calcium on the existing implanted non-abbott valve. The portico valve was deployed at 3mm. Upon the final release of the portico valve, it migrated down more than 10mm and ended up slightly too deep. Due to the leakage around the valve, they decided to deploy a second 25mm portico valve (19188508) using a small flexnav delivery system (8418404). The second valve was implanted and positioned well. There was no gradient or leak detected post implant. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of the valve migration upon release and leakage around valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.na.